Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to treat charcot. Allegedly, the tip of the driver broke during advancement of the internal compression screw. The surgeon felt that compression was achieved so the screw was left in place. The tip of the driver could not be retrieved.